Event description:
It was reported that three hours after an unknown procedure, the patient had bleeding from staple line which required colonoscopy intervention and application of clips. No device returning.

Manufacturer narrative:
(B)(4); device was not returned for evaluation.